Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a coolsculpting system treatment to the arms of a patient in (B)(6) 2019. The patient may have developed paradoxical hyperplasia (ph) and abbvie medical safety determined that ph may develop post-treatment with the coolsculpting device.

Manufacturer narrative:
Additional information: a2, a4, a6, b5, d1, d4, e1, h4, h6 [ b22 insufficient information available to b15 analysis of information provided by user/third party], h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a coolsculpting system treatment to the arms on (B)(6) 2019 using cooladvantage coolfit and advantage contour patient in (B)(6) 2019 and (B)(6) 2019. The patient developed paradoxical hyperplasia (ph) and abbvie medical safety determined that ph may develop post-treatment with the coolsculpting device.